Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. D10: cat: 010000928 lot: 63630393 g7 hi-wall e1 liner 32mm f. G2: foreign ¿ australia. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and review of the available records identified the following: right total hip arthroplasty with malposition of the acetabular cup with inclination angle measuring 64°. No evidence for loosening. Acetabular cup positioning is not ideal and likely contributes to recurrent dislocation. A definitive root cause cannot be determined. This complaint can be confirmed via the radiograph records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately eight months post-implantation, the patient underwent a hip revision due to multiple dislocations due to suboptimal cup positioning. Attempts have been made and no further information has been provided.